Event description:
Reported a smiths medical cadd cassette reservoir was under infusing. Reported infusion to run over twenty four hours with a rate of 3.5ml/hr. The reported amount of volume to infuse is 84 milliliters with 16 milliliters remaining in the reservoir. However, had noticed with several cases more than 16 milliliters have remained and as high as 30 milliliters have remained in reservoir. Reported to dr. (B)(6), the attending physician, on august 15, the discrepancy. It is recognized that it is abnormal because it exceeds the range of calibration . No serious injury reported. Symptoms of headache or diarrhea may erupt, according to complaint but no adverse symptoms were reported.